Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device the device displayed an unrecognized internal comm error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure - 1471", "internal comm failure - 1173" and "internal comm failure - 1475" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device activity log. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection found the dovetail bracket loose and marking on the power interface module where the bracket likely shorted. It is possible that the bracket became loose over time from vibration; no indication the device was recently repaired. The dovetail bracket was secured and the pim board was replaced to resolve the report. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.